Manufacturer narrative:
Patient information provided as no patient was involved in this concern. Device manufacture date not available at time of this report. RMA issued, part not returned as of this report.

Event description:
A medtronic representative called and requested the method to know if mach cranial software exited on its own or if it was exited by the user. A nurse at the site alleged that the software exited unintentionally. No patient present.